Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent under sensing was seen on the ventricular channel of the pacemaker, which led to a high ventricular rate. The device was reprogrammed. No additional information was available.